Event description:
Questionable product directions resulting in incorrect attachment of leg bag to foley catheter. Both attachment ends are same color. Top marking not very noticeable. If bag placed on leg with writing toward pt, it could result in urinary backflow: possible uti. 10/30/97 no reported evidence at this time of uti, delay in reporting waiting for negative outcome data if any.